Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak in tubing through pinch valve pv37. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was described as clenz reagent dripping from under the instrument. Customer was unable to locate source of the uncontained leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.